Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was 130 mg/dl at the time of incident. The customer report that insulin pump had hardware low level failures error during self test. Customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self and the displacement test or verify hardware low-level failures alarms due to display anomaly.